Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have a blank screen display, even after battery change. Customer's blood glucose was 45 mg/dl, and was treated with food and manual injection. After troubleshooting, display screen did return. Customer found that batteries were put in upside down. Customer was advised battery cap would be replaced as a courtesy.